Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's branch office in the united states that the manometer component of an rd900aeu neopuff infant resuscitator had broken. No patient consequence was reported.

Manufacturer narrative:
(B)(6). The manometer component of the subject rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare's service center in the united states for inspection. We will submit a follow-up report following receipt of the device and completion of our investigation into the alleged fault as reported.